Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the fiber optic cable assembly for the cardiosave intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the fiber optic sensor extension cable assembly then completed pm. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number: (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the fiber optic cable assembly for the cardiosave intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involvement, and no adverse event reported.